Event description:
During biomed testing the device displayed "pacer fault 115," "pacer fault 116," "pacer disabled" and defib disabled" messages. There was no patient involvement in the reported malfunction.